Manufacturer narrative:
B5: revised. H3: one device was returned for repair with complaint of error code 46011, which could indicate an issue with the infusion pump's battery. Visual and functional testing was performed, and complaint was verified. The device immediately alarms on power up. The probable cause was an inoperable mainboard. The mainboard was replaced to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was an error code 46011, which indicates an issue with the infusion pump's battery. The device would not power on, and the lcd was damaged. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 46011. The device would not power on, and the lcd was damaged. There was no patient involvement.